Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular channel. The patient was brought in for defibrillation threshold testing during a generator upgrade. Lead replacement was recommended. No further information is available.